Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition has been confirmed, but not duplicated. The assignable cause is a broken speaker harness. The speaker harness has been replaced. Additional: a service history review task revealed that this complaint has not been serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with error code 550:320:654:0000. It is unknown when this event occurred, but occurred in "surgery." During the product evaluation at baxter, it was discovered that there was a failure to audibly alarm. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.